Event description:
The affiliate stated the customer reported the log signal to the fl3 channel did not change when the fl3 voltage was adjusted on the tetracxp system for the cytomics fc 500 with cxp software. The customer stated no erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
Further evaluation of the reported malfunction was conducted. The probability that the malfunction will lead to erroneous results released from the laboratory was determined to be "highly unlikely." The population shift(s) may cause erroneous results, however the issue presents aberrant population positioning in the data plot(s) which is obvious to the user and would be observed upon data review as required per product labeling. Therefore the results are not expected to be believable. Per the instruction for use for the fc500 flow cytometer, users are required to review all data plots prior to sample acquisition, during sample acquisition and also post acquisition and prior to reporting patient results. Based on this evaluation, the malfunction was determined to be not reportable, as the malfunction is highly unlikely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The field service engineer (fse) noted the fl3 linear signal was functioning properly but issues with the log signal. The fse replaced the tarpon xl amp and signal conditioner board and resolved the reported issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tarpon xl amp and signal conditioner board. A definitive root cause is unknown. (B)(4).